Event description:
It was noted that the argon PICC [peripherally inserted central catheter] was leaking. See procedure note for lot number. After the leaking was noted, this rn and [redacted] were attempting to find where the leak was coming from. The t connector was intact and secure, but leaking was noted at the t connector/PICC connection. After changing the t connector (bd maxzero), taking off the posi flow, we were unable to flush the PICC as it had now clotted off. This rn notified [redacted] in charge of babe's care and [redacted] leader of PICC team. They attempted to flush PICC and were unsuccessful also. At this time, we had to pull the PICC. We attempted to place a PICC line 3x and were unsuccessful. A scalp piv [peripeheral intravenous line] was placed.